Manufacturer narrative:
Correction: please retract this report. The same issue was previously reported as 2017865-2023-50431.

Event description:
It was reported that patient presented with a right ventricular lead that exhibited a pacing impedance anomaly. On (B)(6) 2023 the lead was capped, and new lead was implanted. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.